Event description:
Additional information received reported that patient originally had 5-6-5 lead and had great relief. Patient went skydiving and the impact on body led to a recoiled or fractured lead. The stimulation did not work after that. The entire system was explanted. A new battery might be implanted during surgery to avoid another surgery for battery depletion. Patient likely had scar tissue, and a different kind of lead (2x8) was used instead of the 5-6-5 lead. Patient was dissatisfied with the coverage. A new lead was implanted on (B)(6) 2011 to try to improve coverage.

Event description:
It was reported that the patient's first implant was a non-rechargeable that depleted in one year, and that the lead was "shorted". Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Lead: model 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010; extension: model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2010; programmer: model 37743, serial# (B)(4).